Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the same failure were identified. The ground resistance failure was identified during testing performed as part of the evaluation of a separate reported issue. The device will require repair to correct the identified failure. At the time of this report, the device remains under evaluation. A follow-up MDR will be submitted upon completion of the repair and confirmation that the device meets applicable performance specifications. Refer to (B)(4).

Event description:
Pump sn (B)(6) was returned to intuvie for evaluation related to a separate reported issue. During service testing performed at the manufacturer on december 29, 2025, the device failed the ground resistance test, measuring 0.152 ohms, which exceeds the acceptance criterion of less than 0.1 ohms. The ground resistance failure was identified during service testing only. No patient involvement or adverse event was reported.